Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and it was found foreign objects in the subject device. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the nozzle, air/water tube and jet tube have foreign objects. There was no patient involvement.